Manufacturer narrative:
Product analysis: analysis found that the battery contacts of the external pulse generator (epg) were contaminated. It was also noted that several parts were missing from the back side of the device, and the device was sticky. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) that was returned for preventative maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.